Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that air bubbles entering the infusion lines during surgery. The surgery was completed after replacing the product with another one. The procedure type was unknown. There was no impact to the patient. Additional information received and confirmed that the air bubbles entering the infusion lines during vitrectomy and cataract combination surgery for the right eye. This report pertains to the infusion tube involved in this complaint.